Event description:
It was reported that (1) er320 was used during a lap cholecystectomy procedure. It was reported by the affiliate that during the procedure the device did not fire the clips. The clips were not coming out as they should have. When the surgeon squeezed the trigger of the clip applier, the clips were not tightly holding the artery. Opened another device to complete the case. There was no adverse pt outcome.